Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was not returned for evaluation. Based on the available information, the exact root cause of the reported event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device not implanted. Explanted date: device not explanted. Occupation: neurosurgery. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was being inserted into the insertion sheath per normal procedure, resistance was felt heavier than usual. The physician decided not to insert the angio-seal device any further. The device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was coil. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was the right common femoral artery. The vessel diameter was unknown. The estimated blood loss was less than 250cc's. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.